Event description:
It was reported after implanting the valve, the physician performed a tee which revealed aortic insufficiency. The valve was removed and the model and serial number of the replacement valve are unknown. The patient did not experience any adverse consequences but required additional pump time. Additional information has been requested.